Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error. This issue was also reported in related manufacturer reference number: 3006705815-2020-02771.

Event description:
It was reported that the patient's ipg was explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy due to not charging the ipg. Surgical intervention may take place at a later date to address the issue.